Event description:
Imp# (B)(4).

Manufacturer narrative:
The astral device was returned to resmed technical services and an investigation was performed. Review of the downloaded therapy data showed that the external power disconnect alarm was activated which resulted in the battery depleting to 0%. Based on the information available to resmed, this reported issue was related to a battery failure. (B)(4).